Event description:
It was reported rupture zone: 4cm from the ¿zero¿ of the catheters. Last record of normal functioning catheter: (B)(6) 2024. On (B)(6) 24 no reflux and infusion with resistance was observed. Resolved with urokinase. Treatment: carboplatin/liosomal deoxarubicin. No injury occurred. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter is 42cm, inserted in basilic vein with 0cm exit site markings. Statlock used. PICC used for oncology treatment: carboplatino and doxarrubicina liosomal. Obstruction solved with urokinasa. Leakage identified when drug coming out from insertion site 1 month after insertion site. Alcoholic clorhexidine used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The products returned for evaluation were two 4 fr single lumen powerpicc catheters. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product samples were evaluated and in the first sample, two splits were observed between the 4 cm and 5 cm and the 6 cm and 7 cm depth markers. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The second sample returned appeared unused and did not contain any damage. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported rupture zone: 4cm from the ¿zero¿ of the catheter. Last record of normal functioning catheter: 08/22/2024. On 8/14/24 no reflux and infusion with resistance was observed. Resolved with urokinase. Treatment: carboplatin/liosomal deoxarubicin. No injury occurred. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of catheter is 42cm. Inserted in basilic vein, 0cm exit site markings. Statlock used. PICC used for oncology treatment: carboplatino and doxarrubicina liosomal. Obstruction solved with urokinasa. Break located at 4cm 1 month after insertion. Chlorhexidine solution poured from a bottle used to clean catheter site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported rupture zone: 4cm from the ¿zero¿ of the catheter. Last record of normal functioning catheter: 08/22/2024. On (B)(6) 2024 no reflux and infusion with resistance was observed. Resolved with urokinase. Treatment: carboplatin/liosomal deoxarubicin. No injury occurred. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.